Event description:
(B)(4). After having essure placed in (B)(6) 2012, the first adverse event I noticed was an increase in allergy symptoms. Then almost immediately my menstrual cycle which had always been consistent, light and lasting a few days changed dramatically. They became extremely heavy and lasted longer. Severe cramps began to dominate my life. Not only during my cycle but during ovulation as well. I began to experience extreme lethargy that affected my physical activity. I already experienced migraines occasionally as associated with my cycle however they began to be monthly and sometimes twice a month. My allergies became so severe that I attempted to do allergy shots (2nd time) around end of 2013. My allergies had become so extreme that I was not able to effectively do shots. In (B)(6) 2015 I had to have my 2nd sinus surgery due to an extreme amount of polyps. At my 1 month post op, my dr. Was at a loss to explain why polyps were already rapidly growing again. Further food allergy testing turned up nothing new. I eventually quit the shots in 2015. In 2013 I also began to experience extreme pain in my joints. My hands and fingers were significantly affected to the point I could no longer enjoy my instruments or gardening. Even cooking became difficult. The joint pain continued to only worsen till it eventually affected even my feet and toes. I had lab work done for arthritis and lupus. Negative. Also was checked for carpal tunnel but negative for that as well. With no energy and major amounts of pain, the weight gain set in. I tried to eat right and continue my work outs but I could not keep it off. In 2015 everything started to domino. Pelvic pain become almost a weekly battle. Brain fog was affecting my work performance, joint pain was awful, headaches were now almost daily. Then the inflammation started getting worse and worse. Not only did I put weight on rapidly but I was puffy all over. I couldn't even bend my knees well. I also started having this bloat in my stomach. It would worsen as the day went on until by the end of the day I looked 7 months pregnant! On the outside, I'm sure I looked like a lazy overweight person. But that's not me! I just couldn't do anything and no one could tell me why. I knew something wasn't right. Hip and leg pain was beginning to worsen and then finally end of 2015 it became clear that my emotions were all over the place. I began to experience rage and depression and could no longer handle my many committees and groups that I had always loved. I began to do some research and then discovered others with essure experiencing the same issues. Considering my health was quickly declining and not wanting to wait and see how bad it could get I decided to have essure removed. (B)(6) 2016 I had a total hysterectomy. Pathology report revealed chronic inflammation in cervix, paratubal cysts and adenomyosis and leiomyoma. At 3 weeks after surgery, I already feel better. Most notedly, decrease in inflammation in joints, puffiness, headaches, pain in hands gone and no bloating. My mind is clear and my energy is slowly coming back.